Event description:
It was reported that the patient was experiencing severe shooting pain randomly and believed to be stimulator related. X-rays taken revealed that the device was working properly. The patient underwent explant procedure. No malfunction suspected. No further information has been obtained. Additional information was received that all the device components were explanted and will not be returned as they were retained by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7100312/7100263. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing severe shooting pain randomly and believed to be stimulator related. X-rays taken revealed that the device was working properly. The patient underwent explant procedure. No malfunction suspected. No further information has been obtained.

Manufacturer narrative:
Correction to the initial MDR in block (d4): unique identifier (UDI).

Event description:
It was reported that the patient was experiencing severe shooting pain randomly and believed to be stimulator related. X-rays taken revealed that the device was working properly. The patient underwent explant procedure. No malfunction suspected. No further information has been obtained. Additional information was received that all the device components were explanted and will not be returned as they were retained by the facility.